Event description:
Pt had a carotid terminus occlusion and they use an 054 system to revascularize this area. The doctor stated they opened the c terminus and then noted an m1 occlusion. They were initially unaware that the pt had a severe stenosis of the proximal m1. They also believe there may have been another severe stenosis in the distal m1. They used a (B) (4) through the (B) (4) and were able to revascularize some of the distal mca territory. After working on this area for some time, they performed a run and noted extravasation. They then gave the pt protamine to reverse the extravasation and advanced and inflated a balloon into the m1. They waited several minutes and then deflated the balloon and did another run. The doctor noted that they had the same revascularization as before the extravasation and that there was no further extravasation. The procedure was then terminated and an immediate CT showed blood and contrast. Pt still shows right side weakness and language problems which is equivalent to the initial symptoms. It was noted that the pt could move the left side which was an improvement. The pt was extubated and woken up. Doctor notes right hemiparesis and language issues but believes the pt will pull through. Final note on status is "stable".